Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 and (B)(6) 2022. Initial reporter telephone number: (B)(6). The device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained of glare and halos post intraocular lens (iol) implant. There are no issues regarding va (1.0 for distance), but daily activity was affected especially at night time. The lens was explanted and replaced with monofocal lens. No incision enlargement, vitrectomy, or sutures required. Vision pre-operative: far: 0.3 near: (decimal). Vision post-operative: far: 1.0 near: no further information was provided.